Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. A hole in the rv seal plug was noted during visual inspection. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing.

Event description:
Boston scientific received information that after pocket closure at implant, this implantable cardioverter defibrillator (ICD) exhibited noise on right ventricular (rv) channel which was oversensed. Noise was also noted on the right atrial (ra) channel which could not be recreated. The pocket was reopened and troubleshooting was not successful. This device was replaced and returned for analysis. No adverse patient effects were reported.